Manufacturer narrative:
This event was reported to the manufacturer from the persist registry as not related to the device. The manufacturer acknowledges the late reporting of this event.

Event description:
On 19 july 2017 the manufacturer was notified through the persist registry of the following event: a perceval valve size 25 was implanted on (B)(6) 2017 via full-sternotomy. A concomitant procedure was performed - CABG. The post implant intra-operative tee displayed no paravalvular and no central leak. Post operative the patient experienced cardiac disorder, paravalvular leak. This was reported by the site as related to the procedure and not related to the device. Treatment was provided through device intervention. The patient was re-operated on (B)(6) 2017, the perceval valve was explanted and a mosaic size 25 mm was implanted. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4) were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Not available for return.

Manufacturer narrative:
Based on information received of perceval size 25 explanted and mosaic size 25 implanted supra-annular the event may have been attributed to an over-sizing of the perceval device, attributing to the paravalvular leak observed.

Event description:
The patient was re-operated on (B)(6) 2017, the perceval valve was explanted and a mosaic size 25mm was implanted supra annular position.